Event description:
Olympia ic launch #0237-033. Same case as MFR #6000089-2006-01897. It was reported that 174 days post index procedure, the patient expired. The patient was admitted two days before the index procedure with unstable angina and was referred for cardiac catheterization. The patient underwent percutaneous intervention and was consented for the olympia registry. Target lesion 1 was identified in the proximal right coronary artery (rca) with 80% stenosis and a reference vessel diameter of 2.75mm. The lesion was 18mm in length. The proximal rca was treated with a 2.75x24mm taxus liberte stent with 0% residual stenosis. Target lesion 2 was identified in the mid rca with 70% stenosis and a reference vessel diameter of 2.75mm. The lesion was 14mm in length. The mid rca was treated with a 2.75x24mm taxus liberte stent with 0% residual stenosis. The patient was discharged one day later on aspirin and plavix. The patient was brought to the emergency room on day 174 and was pronounced dead on arrival, according to the death certificate. The diagnosis and cause of death were listed as cardiac arrest. No further information is available. In the opinion of the physician, there is an unknown relationship between the death and the taxus liberte stent. This product is only ous approved, but is similar to a us marketed device. [End of text]

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.